Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that under infusion was observed in an unknown secondary administration set. Customer states that the primary bag was not lowered to the proper head height with the blue hanger. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.